Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. A review of the provided image shows that the monopolar curved scissors (mcs) instrument looked like it had a broken grip or pitch cable, however the picture was too blurry to confirm which. MFR report number 2955842-2025-48196 will address the broken cable on the mcs instrument.

Event description:
It was reported that during a da vinci-assisted radical gastrectomy procedure, a broken line was noticed. The monopolar curved scissors (mcs) tip cover accessory slipped off into the patient and a broken cable was visible on the instrument. The surgeon believed the cause of the tip cover slipping off by itself was probably due to the broken cable. The tip cover was retrieved with a fenestrated bipolar forceps instrument. There was a post-operative test of an unknown type, as the result of routine procedure and everything was alright. The patient did not return to the hospital due to any post-surgical complications related to retaining the tip cover.

Manufacturer narrative:
Additional information: the mcs instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. This was reported under MFR report number 2955842-2025-48196

Event description:
Refer to h11 for follow-up information.